Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she is experiencing poor blurry vision that is affecting her quality of life. She has to wear reading glasses and her vision is blurry more on than off. She has pain around her eyes. She was told by her doctor that she has inflammation behind her eyes. She was prescribed eye drops. Additional information was provided by the consumer, who reported that her vision is still fuzzy. Her doctor informed her that this was unusual. No further information is expected as the consumer request that the doctor not be contacted. There are two medical device reports associated with this patient. This report is for the right eye.